Manufacturer narrative:
Correction: the annex g code g04023 was not indicated in error on the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot, serial# unknown, implanted: (B)(6) 2022, explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen (2000 mcg/ml at 122.8 mcg/day) via an implantable pump. It was reported that the dosage had been increased slowly, but the wanted effect was not received. Diagnostics/troubleshooting performed were unknown. Factors that may have led or contributed to the issue were unknown. After several changes to the dosage, the pump and catheter were replaced. The system had been changed, and hospital requested the manufacturer to check if the function of the pump is normal. The issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The pump and complete catheter were being returned to the manufacturer. The patient's medical history, gender, and age at the time of the event were unknown or would not be made available.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory, and no anomalies were identified. The catheter components returned included the suture-less connector assembly, proximal segment, pin connector, and distal segment. The catheter was subjected to a series of standard tests that include but are not limited to visual inspection, patency testing, and pressure testing. Analysis noted a folded distal end near the pin connector. The catheter was patent, and no leaking was identified regarding pressure testing. Analysis identified the catheter body to be deformed in shape; however, it did not affect the performance of the device in the laboratory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.